Manufacturer narrative:
Based on a review of the information, there was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment. However, due to the improper use of the device, intervention was required to remove the stylet from the patient's nares. The device was not returned for inspection, so an analysis of the device could not be performed. The condition caused by the device was the result of not following the directions for use. The following in an excerpt from the bridle directions for use: it may be necessary to advance or manipulate the probe to achieve magnet contact. Remove stylet after magnet connection. If necessary, gently twist the probes from side to side and/or up and down to encourage contact between the magnets. If no contact has occurred, then advance both the white catheter and the blue probe. Important: once contact has occurred, remove the orange stylet completely from the white catheter and dispose. Based on a review of the information, the device was used improperly and dangerously, and the directions for use were not followed. The device did not malfunction. The excerpt from the directions of use above shows that the instructions call for the removal of the stylet after magnet connection. A second (highlighted) instruction is included to call to the importance in removing the orange stylet and disposing the component. The user of the device did not follow the directions for use, and pulled the stylet and orange handle through the patient's nose. The medwatch form also states that "after review of the event, we believe that this is a use issue." In addition, a DHR review showed no anomalies. Nor was the amt device returned to amt for analysis. Amt will provide additional information to the FDA when/if the device is able to be retrieved and analysis of the device changes the conclusion of this report.

Event description:
The following was noted during a review of a scientific literature piece, titled "retained nasal tube bridle system insertion stylet presenting as nasal foreign body: a report of two cases., ryan s. Jackson, md, saurabh sharma, md". Note that the patient was evaluated between 8/2012 and 8/2013. The information reported in the literature is as follows: "the first case was a (B)(6) year-old male who was referred to otolaryngology clinic with complaints of progressive nasal pain, congestion and odynophagia two months after discharge from the hospital. He had a prolonged hospital course requiring intubation and nasal feeding tube placement for nutrition. Nasal endoscopy was performed and revealed a plastic foreign body impacted within the left middle meatus with a green wire wrapping around the posterior septum and into the right nasal cavity. The soft palate would make contact with the wire upon closure of the velopharynx, thus causing his pain with swallowing. The foreign object could not be visualized on routine anterior rhinoscopy with a nasal speculum. Topical and then local lidocaine was used for anesthesia. The foreign body was then removed from the left nasal cavity by advancing the wire from the right nasal cavity retrograde into the nasopharynx and back through the left nasal cavity to avoid trauma to the posterior septum. The foreign body measured approximately 16 cm in length."